Manufacturer narrative:
Manufacturing date -- january 18, 2017 ¿ january 19, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a no flow issue and was unable to be primed. There was no patient involvement. No additional information is available.